Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor break. The customer¿s blood glucose level was unknown. Customer report no sensor cannula'. The customer stated sensor cannula or introducer needle fractured while in the body and was not sure about the sensor still in the body. The sensor will not be returned for analysis.